Event description:
Healthcare professional reported that approximately two weeks after injection with .6cc of juvederm voluma xc in the "anterolateral cheeks" bilaterally, and concomitantly with .8cc of juvederm ultra xc in the lips, the patient developed a "superficial infection" with swelling, and the affected area "is crusty and scabby" in the right "anterolateral cheek/" healthcare professional confirmed there is no drainage. Healthcare professional noted that prior to injection, "0.3 cc of voluma (was) removed and put in a separate syringe using sterile technique." Patient self-treated with "triple antibiotic ointment" and "steroid cream." Patient was additional treated with bactrim by the injecting healthcare professional. Healthcare professional also stated the patient developed an upper respiratory infection, but stated that the upper respiratory infection is unrelated to the juvederm injections, and was "secondary to seasonal allergies." Healthcare professional stated that there was "no adverse response to the juvederm ultra xc "injection. Symptoms have resolved.

Manufacturer narrative:
(B)(4). The events of infection, dry skin and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.